Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 05/20/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a mastectomy the jaws of the device could not be re-opened. Another device of the same type was then opened and used to successfully complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). One used ls1500 was received for evaluation. Visual inspection found no eschar between the jaws. The customer reported that the jaws did not open. The reported condition was not confirmed. Inspection found the jaws clean. The latch functioned properly when the latch was retracted and released. The investigation found the device to function normally and within specifications. If the instrument is latched for an extended period of time, the ski guide can bend. The IFU cautions the user: do not leave the handle latched for an extended period of time when the device is not in use